Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 20-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the access site was the left carotid artery. The valve was positioned and deployed to 80% twice and recaptured both times due to the valve dislodging into the ventricle during deployment, settling at 5-6mm deep. The implanting team were satisfied with the third deployment attempt, and fully deployed the valve at about 3mm into the left ventricular outflow tract (lvot). The team deployed under a pacing run of approximately 140bpm. After the valve was deployed, it was observed that the patient's blood pressure never fully recovered. The device was checked with transesophageal echocardiogram (tee) and it was confirmed to be in a good position, but effusion was identified in the left ventricle. The case was then converted to open surgery. The patient survived surgical repair of wire perforations, and was sent to the intensive care unit (ICU). The patient passed away the same day from heart failure and effusion. Per the physician, there was a causal relationship between the death and the procedure.